Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 270 mg/dl. The customer was treated manually. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery (B)(4). The customer stated that the display did not return. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display due to connector on interface board broken solder joint. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.